Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd culture yielded growth of (B)(6) is an organism found on human skin and commonly associated with peritonitis through touch contamination in pd patients. Therefore, the patient¿s peritonitis can be reasonably attributed to touch contamination during the pd exchange, as reported by the pd nurse. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance to the complaint description. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that this patient had peritonitis. There were no reported issues with any fresenius device or product in relation to the peritonitis event. The patient¿s pdrn reported that on (B)(6) 2020 the patient was experiencing cloudy peritoneal dialysis (pd) effluent. As a result, a pd culture was obtained in the outpatient pd clinic (same day) which yield growth of gram-positive cocci (organism not provided). The patient was treated with vancomycin 2 grams intra-peritoneal (ip) on an outpatient basis. The nurse reported the patient did not have any fluid leaks, or any other issues with any fresenius device/product in relation to the event. According to the nurse, the cause was touch contamination during the pd exchange. The patient is reportedly recovering from the peritonitis event. The patient continues pd therapy with the same cycler without any further reported issues.